Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the luer lock became disconnected while the customer was sleeping. Customer reconnected the tubing and stated there was a large air bubble present. Customer was able to successfully perform fill tubing and remove the air from the tubing. In addition, it was reported that the touchscreen became unresponsive. Customer's blood glucose level was 156 mg/dl. Customer indicated they have a back up pump for continued insulin therapy.

Manufacturer narrative:
Cartridge luer lock disconnect and cartridge air bubble issue. Unable to confirm the reported issue.